Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being updated on this follow-up #01 MFR report:3005168196-2020-01684 1. Section d. Box 4. Unique identifier 2. Section d. Box 5. Operator of the device this report is associated with MFR report number: 1.3005168196-2020-01683 h3 other text : placeholder

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01683.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, the physician noticed the lights on the engine would illuminate from four to two lights. The engine would keep losing vacuum and was unable to maintain full aspiration. It was also reported that the canister was pushed down and four lights on the engine would illuminate; however, after turning on the flow switch, the lights on the engine would go back down to two lights. Therefore, the engine and canister were removed. The procedure was completed using another engine and canister. There was no report of an adverse effect to the patient.